Event description:
Information was received indicating that a smiths medical portex bivona tts¿ tracheostomy tube was broken. There were no reported adverse effects.

Manufacturer narrative:
Two bivona tts tracheostomy tubes were returned for analysis in a used condition. Splits were noted to the flange eyelet of the tracheostomy (trach) tubes and a yellow substance was found in the shaft of the tubes upon visual examination. Relevant documents were reviewed and deemed adequate. All procedures were found to be carried out appropriate upon review of the manufacturing process. Training was reviewed and all were up to date. Verification of 32 assemblies were reviewed with no damage detected. All the inspections and verifications are being performed by the production personnel and verified by the quality inspectors. Based on the evidence, the complaint was confirmed. However, the root cause is unknown. "It is thought that a damaged eyelet can result in decannulation of the tracheostomy tube and its recommend to use twill tape holder supplied with the product."